Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had small air bubbles in the reservoir. The blood glucose level at the time of the incident was 124 mg/dl. The customer indicated that the insulin pump was not rewound with the reservoir in place, but insulin was not stored at room temperature. The customer was instructed to disconnect at the quick release and prime until the air bubbles were no longer visible. Troubleshooting was not completed since the customer did not have bubbles at the time of the call. The product will not be returned for analysis.